Manufacturer narrative:
Retainer ring =¿clear customer returned pump for an alleged unresponsive keypad found on event date (B)(6) 2021. Pump received with an unresponsive keypad; intermittent button response noted during testing. Pump passed displacement test and self test. Pump was cut open to perform visual inspection and found moisture damage on the keypad assembly. Stuck button alarm was confirmed in the history files on (B)(6) 2021 20:24:17.000. Pump passed the keypad voltage test. Test p-cap and reservoir locked properly into reservoir compartment during testing, however, damage was noted to the retainer ring. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, overlay scratched, peeling keypad overlay, scratched case, missing display window cover, cracked case - corner of belt clip rails, cracked case (battery tube), battery tube threads - cracked, label damage (faded serial number label), cracked reservoir tube lip, cracked retainer, corroded keypad traces and partially detached retainer. Unresponsive keypad confirmed due to moisture damage on the keypad assembly. Stuck button alarm confirmed in history file, but not during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm. Customer stated that they did not press a button down for 3 minutes or longer. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.